Event description:
It was reported that during follow up check the implantable pacing lead (ipl) exhibited low impedance and will remain in use. It was also reported that the implantable pulse generator (ipg) exhibited unexpected battery longevity and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.